Event description:
Procedure: vascular. According to the reporter: after surgery, the doctor found there was bleeding, and found the anastomotic stoma was bleeding under endoscope. Surgical time was extended by more than 30 minutes, extension of the hospital stay.

Manufacturer narrative:
(B)(4).